Event description:
It was reported that during a routine follow up, the pulse generator exhibited a -data not read message. The device was explanted and replaced on(B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.